Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient had an MRI on tuesday ago and since then they have been having sensation down their right leg like when you have a tens unit on but it does not help with the pain. Patient said they feel the tingling all the time when they are sitting on the couch or driving. Pt did not feel stimulation on their left. During call agent tried to assist pt on changing from group a to b but pt then said agent did not know enough to help at this time. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they have an appointment with healthcare provider this coming monday to go over the MRI results.